Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The investigation is ongoing. Results will be provided within a seperat follow-up-report.

Manufacturer narrative:
The investigation is ongoing. Results will be provided within a separate follow-up-report.

Event description:
It was reported that the device displayed a technical failure during use and stopped ventilation. There was no injury reported.